Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an ophthalmic operating console was freezing and exhibited issues with the footswitch. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
The company representative confirmed the system message codes being displayed (via event log review). However, reported footswitch issue was not replicated. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to be irrelevant to this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event ¿footswitch issues¿ is inconclusive. The system was found to exhibit no functional issues related to the reported ¿system freeze¿ issue. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).